Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative, patient, and healthcare provider regarding a patient receiving an unknown drug via an implantable pump. The indications for use was non-malignant pain. It was reported that the manufacturer representative (rep) stated that the patient came in for refill after reaching the low reservoir volume of 1.9ml. The rep stated that the patient's pump continued to alarm after refill, so patient came back in and physician silenced active alarm. The rep confirmed no new events in log and the manufacturer's technical services specialist (tss) explained that this was a known issue. The rep confirmed that the patient did not feel a change in therapy or anything.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.